Event description:
It was reported that the tube of foley catheter had fallen out of patient's penis. Balloon still partially inflated. The nurses tried to put more fluid into the balloon, but it was spraying and leaking. In the end a new catheter was placed into the patient. Also felt inconvenient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Manufacturer narrative:
The evaluation results for reported event investigated in this record are considered inconclusive due to the poor sample condition. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. Received 1 all silicone foley catheter and syringe. It was tried to inflate the balloon with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) however it was evidencing some resistance, the solution wouldn't pass from the inflation funnel. It was attempted to inflate the catheter with the inhouse syringe however the same situation was evidenced. The catheter cap and valve were removed and replaced for an inhouse valve, it was attempted to inflate the balloon however the resistance was evidenced again, and the solution would not flow pass the inflation funnel. Visual inspection noted no obvious observations in the balloon. The balloon was dissected to verify the notch and it was found perforated. The shaft was inspected, and some particles were evidenced. The shaft was cut, and a 0.012" pinhole was inserted in the inflation lumen in the funnel evidencing that there was a complete blockage in that specific spot. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tube of foley catheter had fallen out of patient's penis. Balloon still partially inflated. The nurses tried to put more fluid into the balloon, but it was spraying and leaking. In the end a new catheter was placed into the patient. Also felt inconvenient. Per notification from ucc on (B)(6) 2024, it was reported that there was blockage.